Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that her insulin pump had been receiving no delivery alarms on multiple occasions. The customer changed her entire set and the no delivery alarms have not been an issue since. However, the customer mentioned that her blood glucose was 120 mg/dl, and then she went to a restaurant and her blood glucose increased to 220 mg/dl. Then when she went to her friend's house the patient's blood glucose was 425 mg/dl, which she treated with a manual insulin injection. The insulin pump did not alarm no delivery, but when the customer changed the infusion set and reservoir and the issue was resolved. Her current blood glucose is 96 mg/dl. Troubleshooting was declined and the customer stated that she will call back if the issues continue. The reservoir and infusion set were returned for analysis and replacements of each product were shipped to the customer.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies and none were found. Ran occlusion test and no occlusions were noted.